Event description:
The core impaction drill was sent in for eval due to overheating during a procedure. The procedure was completed with a readily available alternate device without any procedure delay. No adverse event was associated with the device.

Manufacturer narrative:
Corrosion of the internal components of the device was identified as the probable cause of the overheating reported.